Event description:
It was reported by the staff that the patient came to hospital for routine follow up and reported that his controller had changed from one power source to the other earlier than expected about two months ago. The patient states he did not want to complain and did not call the hospital. The controller and batteries were exchanged. The patient felt a bit dizzy during controller exchange but is otherwise doing fine and is at home. This resolved the issue. The pump remains implanted. It was reported that the battery and controller will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This is report 4 of 5.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to always keep a spare controller available at all times. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is four of five reports (3007042319-2015-00430, 3007042319-2015-00457, 3007042319-2015-00458 and 3007042319-2015-00460) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 101 of 117. Device has not been returned.